Event description:
It was reported "iab rupture/abrasion". Additional information states"removal attempted, iab entrapped. Patient waiting for surgical removal by vascular surgeon." The iab was removed via surgery. The patient's current condition is reported as "fine" and "stable". Please see associated MDR# 3010532612-2024-00400.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "iab rupture/abrasion". Additional information states"removal attempted, iab entrapped. Patient waiting for surgical removal by vascular surgeon." The iab was removed via surgery. The patient's current condition is reported as "fine" and "stable". Please see associated MDR# 3010532612-2024-00400.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The reported complaint for iab "rupture/abrasion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.